Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. D9 updated is device returned to manufacturer. H3 updated device evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the product damage - anticontamination sleeve was due to a material dislodgment of the sleeve from the tb lock and plastic over ring that holds the sleeve in place, however, the cause of the dislodgement could not be determined as limited clinical details were provided.

Manufacturer narrative:
H6 medical device problem code a1801 was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is device available for return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via left surgical axillary/subclavian artery for mechanical circulatory support. The surgeon was removing the impella 5.5 in the intensive care unit when it was noticed that the sterile sleeve was compromised on the touhy lock side. It was noted that this has been happening more frequently recently and there is a worry about potential for infection risk. No harm was noted. The patient's outcome at explant was survived.